Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
20additional information was received. The returned phenom 27 microcatheter was found to be cut at the strain relief, but there was no device issue reported for the catheter. It has been confirmed that the cut was not caused intentionally by the doctor or surgical staff, and it was not the result of any cutting by medical personnel.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when using a dense mesh stent to treat an aneurysm, the stent tip could not be opened. After multiple attempts, it still could not be opened. Another system was used and the operation was successfully completed. The pipeline was used for an approved (on-label) indication. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for dense mesh stent for aneurysm treatment of a saccular, unruptured c6 aneurysm with a max diameter of 8.9 mm and a 5.6 mm neck diameter. The landing zone was 4.5 mm distal and 4.35 mm proximal. It was noted the patient's vessel tortuosity was moderate. No patient symptoms or further complications were reported as a result of this event. The angiographic result post procedure was vascular patency. The access vessel was the femoral artery with a diameter of 5.6 mm.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex device and phenom 27 catheter were returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline flex¿s tip coil is in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was observed to be stretched, while the ptfe shrink tubing was intact. The braid¿s distal and proximal ends were open and frayed. The braid¿s middle part was opened. The pusher wire was observed to be kinked at ~56.5cm from the distal tip. No other anomalies were found. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ complaint could not be confirmed, as the returned pipeline flex braid¿s distal and proximal ends were found to be opened and frayed. However, the root cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the vessel tortuosity was moderate, and the braid was not positioned in a bend, ruling out vessel tortuosity and the user's deployment of the braid in the vessel bend as potential causes. Therefore, a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than twice, deployment technique, delivering or retracting the delivery wire against resistance, or deploying or re-sheathing against resistance. However, the cause of the braid damage could not be determined. In addition, from the damage seen on the braid (fraying), hypotube (stretched), and pusher wire (kinked), it appears that a high force was used. The damage may have occurred when the user attempted to advance or retrieve the pipeline flex through the phenom 27 catheter against resistance. However, the cause of the resistance could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the pipeline had not been placed in a vessel bend when it failed to open. They retrieved and deployed the device again, but the stent could not be opened.